Manufacturer narrative:
Follow-up # 2: supplemental sent to correct information previously sent. Alert date should have stated (B)(6) 2015.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the control solution results were above the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. A secondary issue was also noted when the test strips were found to be misclassified by the meter; the meter reporting ¿blood¿ when control solution has been applied to the strip. Additional tests were performed on the test strip vial to check the structural integrity. The structural integrity of the subject vial was found to be compromised during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.